Event description:
The patient reported that she experienced a low blood sugar reading of 10 on (B)(6) 2019. The patient mentioned that her nurse found her sleeping and she had passed out and was taken to the hospital. The patient believes this happened because she had taken 5 units of tresiba. The patient mentioned she was given d50 glucose to get her blood sugar to come back to normal when she was at the hospital. The patient mentioned that she anticipates being released on (B)(6) 2019. The exact time of the 10 reading is unknown.